Event description:
It was reported, that this implantable cardioverter defibrillator (ICD) system. Exhibited the occasional pacing impedance high out of range and respiratory rate trend (rrt), oversensing on the right atrial (ra) channel. Boston scientific technical services (bsc ts) reviewed, the available latitude data and confirmed, the atrial tachycardia response (atr) episodes showing the rrt oversensing. Bsc ts recommended additional lead testing at the next patient in-clinic follow up. This ICD remains in service. And there were no adverse patient effects reported. The ra lead was a non-boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific. And as a result, laboratory analysis could not be conducted. The associated investigation determined, that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined, that this type of event is likely, the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020, to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited the occasional pacing impedance high out of range and respiratory rate trend (rrt) oversensing on the right atrial (ra) channel. Boston scientific technical services (bsc ts) reviewed the available latitude data and confirmed the atrial tachycardia response (atr) episodes showing the rrt oversensing. Bsc ts recommended additional lead testing at the next patient in-clinic follow up. Additionally, this patient was seen in-clinic and lead provocation was performed, no noise was noted. Healthcare professional will continue to monitor this patient closely. This ICD remains in service and there were no adverse patient effects reported. The ra lead was a non-boston scientific product.

Manufacturer narrative:
Additional information to field b5 correction to field h10 this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. In addition, this device also exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. This device was not included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited the occasional pacing impedance high out of range and respiratory rate trend (rrt) oversensing on the right atrial (ra) channel. Boston scientific technical services (bsc ts) reviewed the available latitude data and confirmed the atrial tachycardia response (atr) episodes showing the rrt oversensing. Bsc ts recommended additional lead testing at the next patient in-clinic follow up. This ICD remains in service and there were no adverse patient effects reported. The ra lead was a non-boston scientific product.